Event description:
During the balloon angioplasty procedure, the balloon was inflated to 6atms with an inflation device. The balloon ruptured, and a piece of the balloon broke off in the distal aorta. The physician was unable to retrieve the piece with retrieval device after several attempts. This piece possibly broke off due to calcium in the artery. No injury reported.